Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked after dropping it; the touchscreen was not functional. Customer's blood glucose (bg) level was 600 mg/dl and the school nurse assisted the customer by administering manual injections. Reportedly, the customer reverted to manual injections for insulin therapy.